Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa nano system: 10:40h 68 mg/dl; 10:45h 423 mg/dl; 10:46h 201 mg/dl; 11:48h 537 mg/dl; 11:53h 113 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.